Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. The only response was received that no maintenance was carried out. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device cannot be used normally. No specific issue was provided. There was no reported patient involvement.